Manufacturer narrative:
(B)(4). The subject device is not considered to have been implant due to the reported issue. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The retrieved 2mm fragment of the subject device was reportedly discarded by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery to treat an orbital defect on (B)(6) 2016, the 5mm length matrixmidface screw broke off during implantation into the patient's supraorbital rim. Three millimeters of the screw shaft remained in the patient and the surgeon opted to leave it in place and burr it flat. The remaining 2mm fragment was discarded. It was further reported that the event had no negative impact on the patient. The surgery was completed successfully with a two to four minute delay. This is report 1 of 1 for (B)(4).